Manufacturer narrative:
A shr was performed on the serviceable device and it was found that the device was manufactured on 9-dec-2008. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Service and repair history: the previous service event for part number 05.000.008 with lot number(s) 6045798 has been reviewed. The customer called in a service request for this item on 1-dec-2020 for reverse does not work. The item was previously returned for service on 4-oct-2018 due to damaged component. The previous service condition of damaged component is not relevant to the current complained issue of reverse does not work. The manufacture date of this item is 9-dec-2008. The service history review is unconfirmed. Service and repair evaluation: the repair technician reported the device did not run in fast forward, forward, or reverse. The membrane vent is discolored, wires are burnt, bearings were grinding and had debris on them. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 15-dec-2020 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(6) 2020 the button of a hand piece for battery powered driver reverse did not work. The issue was observed during a routine weekly audit. There was no patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).